Event description:
During implantation of aicd, the luge magnet guidewire became tangled inside the coronary sinus vessel. While maneuvering the wire, the tangled part broke off from the main wire. FDA safety report ID# (B)(4).